Manufacturer narrative:
Corrected data: concomitant added. Manufacturer narrative: the reason for this revision surgery was due to loosening. The previous surgery and the surgery detailed in this event occurred 3.4 years apart. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There were no nonconforming material reports associated with the product that may have contributed to the reported event. The device was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to loosening. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. There were no findings during this evaluation that indicate that the reported device was defective. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Second revision surgery - humeral component was loose.